Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6) 2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant), soft tissue disorder ("soft tissue disorder"), fibromyalgia ("fibromyalgia") with headache, paraesthesia and fatigue, arthralgia ("constant joint pain") and dermatitis allergic ("skin allergies"). The patient was treated with surgery (essure removal 02oct2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, autoimmune disorder, soft tissue disorder, fibromyalgia, arthralgia and dermatitis allergic outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dermatitis allergic, fibromyalgia, medical device removal and soft tissue disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: ppf received removal details has been added. Reporter information was added. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. The unspecified autoimmune disorder is serious due to its medical importance and unlisted in the reference safety information. Considering the physiopathology of this disease and localized action of essure, a causal relationship with essure inserts is excluded. This case is regarded as non-incident since no surgical intervention was performed and the reason for the scheduled hysterectomy was not specified. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder (seriousness criterion medically significant), soft tissue disorder ("soft tissue disorder"), fibromyalgia ("fibromyalgia") with headache, paraesthesia and fatigue, arthralgia ("constant joint pain") and dermatitis allergic ("skin allergies"). The patient was treated with surgery (essure removal (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, autoimmune disorder, soft tissue disorder, fibromyalgia, arthralgia and dermatitis allergic outcome was unknown. The reporter considered arthralgia, autoimmune disorder, dermatitis allergic, fibromyalgia, medical device removal and soft tissue disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: ppf received removal details has been added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. The unspecified autoimmune disorder is serious due to its medical importance and unlisted in the reference safety information. Considering the physiopathology of this disease and localized action of essure, a causal relationship with essure inserts is excluded. This case is regarded as non-incident since no surgical intervention was performed and the reason for the scheduled hysterectomy was not specified. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.